Manufacturer narrative:
Code 86: evaluation of event based on manufacturing and qc procedures and history of device related to this event. Code 200: co's evaluation of the returned product had confirmed that the sheath separated from the hub. The second plug was compressed and the tip was contaminated. There were no deformities or marks on the sheath. The compression of the plug indicates that the plug was constrained from being ejected from the sheath. It is not known what caused the tension between the sheath and the hub or the constraint in ejecting the plug. In addition, the IFU states that both plugs should not be used in a kit size 75302.